Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, after connecting the reload into the handle and the surgeon clamped the device on the tissue. The surgeon able to press the green button but unable to squeeze the handle and could not fire the device. They then used another reload to resolve the issue in order to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.